Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the system generated error c-34 while attempting to activate monopolar energy. An intuitive surgical, inc. (Isi) clinical sales representative (csr) called in the issue to technical support from offsite. The csr mentioned the incident was reported to him by a charge nurse that was in the room when the event occurred. At the time of the call, the technical support engineer (tse) was unable to view logs due to the system not being connected to onsite. Onsite was not configured in the operation room (or) where procedure was being performed. The tse recommended that customer hard reboot integrated electrosurgical unit (erbe/ iesu) and to try the other monopolar port if reboot does not resolve issue. The tse also recommended bringing in force triad generator if needed. The csr called back at a later time and reported that the customer power cycled the erbe generator, changed out the monopolar energy cord, exchanged out the monopolar instrument, and tried the other monopolar port on the erbe with no resolution. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using the same erbe. It was clarified that only the monopolar coag was not working. The monopolar cut function was working. The surgeon completed the procedure with the cut function using the monopolar curved scissors instrument. Troubleshooting did not resolve the issue. There was a procedure delay of no more than 10 minutes due to troubleshooting.

Manufacturer narrative:
Based on the claim against the product by the customer noting error on the erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the erbe to correct the reported problem. After the erbe was exchanged out, the system was tested and verified as ready for use. Isi received the erbe unit involved with this complaint to perform failure analysis. The complaint regarding error on erbe activating monopolar instrument was confirmed based on evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. The unit was returned to original equipment manufacturer for repair. This complaint is being reported due to the following conclusion: the system had repeated error on the erbe after the start of the procedure that prevented use of monopolar energy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.